Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire distal tip was found to be shaped and it was returned with a non-stryker microcatheter. The guidewire was noted to be kinked/bent at 34cm, 144cm and 177cm. The guidewire ptfe coating was noted to be peeling in multiple areas to 147cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. During functional inspection, the guidewire was advanced through the returned non-stryker microcatheter and a flushed demonstration microcatheter, insertion in to the hub was difficult due to the distal tip shape of the guidewire, resistance was noted in both microcatheters. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis, it was noted that guidewire was kinked/bent at 34cm, 144cm and 177cm from the proximal end. Analysis found scraping and peeling of the ptfe was evident in the returned device and most likely occurred as a result of interaction with another device (introducer). The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. This would cause difficulty in advancing the device. The guidewire was returned with a non-stryker microcatheter . The guidewire was advanced through the returned microcatheter and a flushed demonstration microcatheter, resistance/friction was noted advancing the guidewire through both microcatheters. The as reported defects 'guidewire difficult to advance', and the as analyzed defects 'guidewire kinked/bent' and 'guidewire ptfe coating peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the subject guide ptfe coating was found to be peeled off. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.